Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a few days after implant, the right ventricular (rv) lead had an alert tone and the pace/sense impedance measured high. It was noted that the helix was not advancing all the way. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary performance data was collected from the device and analyzed. There were two patient alerts for right ventricular (rv) lead pacing impedance on (B)(6) 2013. The weekly pacing lead trend data showed an increase for maximum ventricular lead pacing of608 to 1824 ohms peak between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.